Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it was reported that the handpiece cover was missing a piece. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The device is not repairable and will not be returned to the user facility.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer, it was reported that the handpiece cover was missing a piece. There was no patient involvement, and there were no user injuries or adverse consequences.